Event description:
I have had multiple insulin pump infusion site occlusions. The occlusions. The occlusions occurred using a couple of different plastic cannulas, but mostly involved the t-set infusion set. The times it happened at night resulted in dangerously high glucose and diabetic ketoacidosis. The most recent was caused my left leg and arm to go numb. Glucose levels above 400 and positive to medium ketones.